Event description:
It was reported that the patient's implantable pulse generator (ipg) was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.